Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. An engineering evaluation of the device has been conducted. The root cause for the initial displacement, the physician noted during placement is unknown.

Event description:
In 2009, a gore tag thoracic endoprosthesis was selected for use in an endovascular procedure. The device was not implanted after an olive/shaft detachment was identified. An alternative device was used, and there was no adverse event for the patient.